Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual inspection indicates wear between the lag screw and nail, this points to a possible non-union or prolonged healing of the bone.

Event description:
It was reported patient underwent a trauma procedure on an unknown date. Subsequently, patient is in need of a revision procedure due to a fracture of the nail. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse events it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures." The following sections could not be completed with the limited information provided. Date of event - n/a. Date implanted - unknown. Date explanted - n/a.

Manufacturer narrative:
This follow-up report is being filed to relay the initial and revision procedure dates, which was unknown at the time of the initial medwatch. Device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a trauma procedure on (B)(6), 2013. Subsequently, patient was revised on (B)(6), 2013 due to a fractured nail.